Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. Renal therapy services (rts) reviewed proper procedures with the care giver and discussed continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with naked eye revealed no issues on the cassette. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues identified for the cassette. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Through further evaluation of a returned solution bag, the cause of the system error 2240 was determined to be a leak from a frangible hole on the solution bag. Should additional relevant information become available, a supplemental report will be submitted.